Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through a femoral artery. The 100% stenosed, de novo lesion was located in a moderately tortuous and severely calcified right posterior tibial artery (pta). The physician advanced the 1.5mm x 20mm sterling es balloon catheter. Upon the first inflation the balloon was inflated to 8atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: the sterling es balloon catheter was returned with no original packaging and dried blood and contrast present on the outer and inner surfaces of the device. Positive pressure was applied with the inflation device and a stream of water emitted from a hole in the balloon less than 1 mm from the distal edge of the markerband. Visual examination presented no irregularities in the balloon material or the ro markers that could have contributed to the damage and there is no evidence of any material or manufacturing deficiencies that could have contributed to this event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained through a femoral artery. The 100% stenosed, de novo lesion was located in a moderately tortuous and severely calcified right posterior tibial artery (pta). The physician advanced the 1.5mm x 20mm sterling es balloon catheter. Upon the first inflation the balloon was inflated to 8atms and ruptured. The device was removed from the patient intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.